Manufacturer narrative:
G4: 31mar2020. B4: 02apr2020. The customer did not authorize philips to repair their device at this time and did not send in the device for bench repair. Therefore, the work order was cancelled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported that the display on the device was faulty. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.